Event description:
It was reported that the patient presented in the emergency room with symptoms of fatigue. Upon interrogation, the right ventricular lead exhibited loss of capture in bipolar configuration; the lead was programmed to unipolar configuration. The lead was capped and replaced on (B)(6) 2017. The patient¿s condition was good post procedure.